Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(4) 2008 that this local representative contacted boston scientific's technical services (ts) to report that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The right ventricular (rv) pacing impedance was in the 1850-1900 ohm range when measured through a pacing system analyzer (psa). When connected to the device, the rv pacing impedance was greater than 2000 ohms. The rv pacing threshold was normal at 0.4 volts at .5 ms and r-wave sensing was 17.0 mv. Defibrillation threshold testing was successful at 26 joules with a recorded shock impedance of 39 ohms. The physician elected to reseat all of the leads into the header and all of the lead diagnostic measurements were normal. The pocket was closed and no further intervention was required. Subsequently, boston scientific received information that this patient died in (B)(6) 2010. There were no reported allegations or complaints against the device's operation or functionality.